Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to be within specification. Also, a DHR review was conducted with no discrepancies noted.

Event description:
It was reported that a patient received her first set of mtm aligners and the dentist seated the aligners in the patient's mouth. After approximately 15 minutes, the patient complained that her gums were itching. The doctor removed the aligners and the patient's gums were swollen. The doctor administered benadryl to combat the symptoms. The doctor stated they have been trying to follow-up with the patient, but the patient has not yet returned any of their calls.